Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, per information provided by the nurse, the spike with not compatible with the blood bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system y-type blood/solution set leaked. At the end of a blood transfusion, the nurse went to remove the tubing from the empty blood bag, the spike flipped back into the nurse. An unknown amount of blood landed on the nurse's face; specifically the nurse's lips and cheek. There was no patient injury or medical intervention associated with this event. No additional information is available.